Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. It was reported that the customer experienced elevated blood glucose (bg) levels of 897 mg/dl; cause was not known. A correction bolus was delivered via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.